Manufacturer narrative:
Refer to manufacturer report #3004209178-2019-16688. For details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders and deep brain stimulation (dbs) therapy indications. It was reported that the out of regulation (oor) was seen when syncing up the ins. Caller doesn't think patient was making any increases in stimulation. Patient typically shuts off stim at night. Patient has not had any changes in therapy. Patient has not been reprogrammed recently. Per medical records when patient last seen in earlier (B)(6), patient had programming of 1.95v, 90us and 185hz and patient was given access to increase stim if they wanted. No troubleshooting done prior to calling. Caller doesn't know if patient has had any falls or trauma. Per caller the patient was seen on (B)(6) 2019 and all impedances were normal and patient being seen in a couple of weeks from now so they will check system again at the time. When the patient pressed an arrow button on the controller he was able to bypass the oor message. The patient had reduced the amplitude from 1.9 to 0.15v. The caller stated that the patient was messing with the controller and didn't realize that he got the amplitude to decrease. When the amp was increased it displayed the oor again. The patient then tried to reduce the voltage and it allowed the decrease and then the controller allowed the amp to increase without oor. The caller stated that they then got the patient's amplitude increased back to the correct level and the pt is back to baseline and the issue is resolved. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating they pressed the voltage button too many times, but they were able to reset and fix the issue.